Event description:
It was reported that a continuous glucose monitor showed error 42 while g7 sensor was in use. There was no reported impact to the customer¿s blood glucose level. Cts walked caller through pump reset, after pump reset error code did not reoccur. Caller successfully started their sensor session.